Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. H3 investigation summary: visual analysis was performed for one picture received. As per the visual inspection of the picture, it was observed two strands, one green and one white, both with a thread pledget and difference was observed in the dimension of the thickness of the pledgets. The product code should be w10b55, multistrand and each folder must contain ten strands double armed (five strand white and five strand green) and the dimension pledgets should be 6mm x 3mm x 1.5mm. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please provide the lot number for the involved device - not available, customer didn't keep the lot number information please provide the procedure name and date - cardio toracica procedure: valve replacement. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2021-05006 and 2210968-2021-05005.

Event description:
It was reported that a patient underwent a valve replacement procedure in 2021 and suture was used. Before use on patient, the pledgets on the sutures have a different thickness. No adverse patient consequences were reported. Additional information was requested.